Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 250mcg/ml at 720.8mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did recently have an MRI on (B)(6) 2019 and did not have the pump status check done until (B)(6) 2019. The motor stall recovery occurred on the (B)(6) 2019 at the same time as the interrogation. Per the reporter 2 days after the MRI the patient had a gradual onset of stiffness and sweating which has progressed. No further complications were reported or anticipated.